Event description:
The customer contacted stryker to report that their device¿s screen displayed asystole; however, a post-event reviewer saw ventricular fibrillation (vf) rhythms. In this state, the need for therapy could not be determined, if it were needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations, section 1a, patient identifier, was left blank. The patient identifier is (B)(6). Stryker performed a clinical review of this case and it was concluded that the device did not contribute to patient outcome. The device was used in manual mode, meaning that rhythm interpretation and shock decisions were made by the trained clinician, not by the device. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.